Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the cutting wire was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.